Manufacturer narrative:
Upon further review, it has been determined the information in this record is of a duplicate record already submitted to the FDA, therefore bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the defective package left a hole in the foley catheter. The protective sleeve was not drawn up to the foley hub during the manufacturer sterilization process. The foley catheter was exposed and came in contact with the plastic tube and melted onto the tubing. Once the package was removed the foley had a tear or hole in it. It was noted that it was the third defective foley in two days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the defective packaging left a hole in foley catheter. The protective sleeve was not drawn up to the foley hub, so that, during the manufacturer sterilization process, foley catheter was exposed, came in contact with plastic tube, and melted onto the tubing. Once removed from packaging, foley had a tear or hole in it. That was third defective foley in two days.